Event description:
Pump was reported to overinfuse during pt use. Heparin was hung at 2000 hrs. And set to deliver 10ml/hr. At 2245 hrs. Bag was empty. There was no report of pt injury or medical intervention. No additional details are known regarding pt status and pt info.